Event description:
Prior to a lsh procedure, the generator showed error code 5. It was tested per instructions and the error continued. No pt consequence. Competitive product was used to complete the procedure.